Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain"), genital haemorrhage ("unexplained bleeding") and noninfective oophoritis ("inflammation in ovaries") in a 26-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "has not used birth control or contraception at any time following essure placement". The patient's medical history included gravida ii, parity 2 ((B)(6) 2006, (B)(6) 2008), migraine, headache, personality disorder, inguinal pain, ovarian cyst, attention deficit disorder, bipolar disorder, irregular menstrual cycle, appendectomy, myringotomy, tonsillectomy, dizziness, vaginal dryness and breast tenderness. Previously administered products included for an unreported indication: adderall from 1994 to (B)(6) 2019. Concurrent conditions included overweight, polycystic ovarian syndrome and depression. Concomitant products included anesthetics, general (general anesthesia). In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain (stabbing)"), headache ("head pain/ headache / throbbing pain") and back pain ("back pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and migraine ("migraines"). In (B)(6) 2008, the patient experienced ovarian cyst ("ovarian cyst"). In 2010, the patient experienced depression ("worsened depression"). On (B)(6) 2014, the patient experienced noninfective oophoritis (seriousness criterion medically significant) and infertility ("infertility"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), polycystic ovaries ("worsened polycystic ovary syndrome"), abdominal pain lower ("severe and persistent cramping / cramps"), anxiety ("anxiety"), allergy to metals ("nickel allergy (cannot wear cheap earrings or my ears will break out)"), hypersensitivity ("hypersensitivity") and pruritus generalised ("constant itching everywhere on her body after my placement"). The patient was treated with ibuprofen, pain medication, radiology treatment and surgery (salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the headache and back pain had resolved. At the time of the report, the pelvic pain, noninfective oophoritis, polycystic ovaries, ovarian cyst, migraine, anxiety, infertility, allergy to metals, hypersensitivity and pruritus generalised outcome was unknown and the genital haemorrhage, abdominal pain lower, depression and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, genital haemorrhage, headache, hypersensitivity, infertility, migraine, noninfective oophoritis, ovarian cyst, pelvic pain, polycystic ovaries and pruritus generalised to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed blocking of both fallopian tubes. Dye test in (B)(6) 2008 for essure confirmation. On (B)(6) 2014, thin prep pap : negative for intraepithelial lesion or malignancy. On, (B)(6) 2014, surgical pathology report : container is labeled bilateral essure implants. Received in formalin are multiple silver elongated flexible essure implants and springs. They range in size from 0.2 t o 6.5 cm in length. Most recent follow-up information incorporated above includes: on 7-mar-2019: lot number, medical history, reporter added from medical record. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain"), genital haemorrhage ("unexplained bleeding") and noninfective oophoritis ("inflammation in ovaries") in a 26-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "has not used birth control or contraception at any time following essure placement". The patient's medical history included gravida ii, parity 2 ((B)(6) 2006, (B)(6) 2008), migraine, headache, personality disorder, inguinal pain, ovarian cyst, attention deficit disorder, bipolar disorder, irregular menstrual cycle, appendectomy, myringotomy, tonsillectomy, dizziness, vaginal dryness and breast tenderness. Previously administered products included for an unreported indication: adderall from 1994 to (B)(6) 2019. Concurrent conditions included overweight, polycystic ovarian syndrome and depression. Concomitant products included anesthetics, general. In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain (stabbing)"), headache ("head pain/ headache / throbbing pain") and back pain ("back pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and migraine ("migraines"). In (B)(6) 2008, the patient experienced ovarian cyst ("ovarian cyst"). In 2010, the patient experienced depression ("worsened depression"). On (B)(6) 2014, the patient experienced noninfective oophoritis (seriousness criterion medically significant) and infertility ("infertility"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), polycystic ovaries ("worsened polycystic ovary syndrome"), abdominal pain lower ("severe and persistent cramping / cramps"), anxiety ("anxiety"), allergy to metals ("nickel allergy (cannot wear cheap earrings or my ears will break out)"), hypersensitivity ("hypersensitivity") and pruritus generalised ("constant itching everywhere on her body after my placement"). The patient was treated with ibuprofen, pain medication, radiology treatment and surgery (salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the headache and back pain had resolved. At the time of the report, the pelvic pain, noninfective oophoritis, polycystic ovaries, ovarian cyst, migraine, anxiety, infertility, allergy to metals, hypersensitivity and pruritus generalised outcome was unknown and the genital haemorrhage, abdominal pain lower, depression and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, genital haemorrhage, headache, hypersensitivity, infertility, migraine, noninfective oophoritis, ovarian cyst, pelvic pain, polycystic ovaries and pruritus generalised to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed blocking of both fallopian tubes. Dye test in (B)(6) 2008 for essure confirmation. On (B)(6) 2014, thin prep pap : negative for intraepithelial lesion or malignancy. On, (B)(6) 2014, surgical pathology report : container is labeled bilateral essure implants. Received in formalin are multiple silver elongated flexible essure implants and springs. They range in size from 0.2 t o 6.5 cm in length. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint . Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain"), genital haemorrhage ("unexplained bleeding") and noninfective oophoritis ("inflammation in ovaries") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2006, (B)(6) 2008). Previously administered products included for an unreported indication: adderall from 1994 to (B)(6) 2017. Concurrent conditions included overweight, polycystic ovarian syndrome and depression. Concomitant products included anesthetics and general (general anesthesia). In (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdominal pain (stabbing)"), headache ("head pain/ headache / throbbing pain") and back pain ("back pain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and migraine ("migraines"). In (B)(6) 2008, the patient experienced ovarian cyst ("ovarian cyst"). In 2010, the patient experienced depression ("worsened depression"). On (B)(6) 2014, the patient experienced noninfective oophoritis (seriousness criterion medically significant) and infertility ("infertility"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), polycystic ovaries ("worsened polycystic ovary syndrome"), abdominal pain lower ("severe and persistent cramping / cramps"), anxiety ("anxiety"), allergy to metals ("nickel allergy (cannot wear cheap earrings or my ears will break out)"), hypersensitivity ("hypersensitivity"), pruritus generalised ("constant itching everywhere on her body after my placement") and treatment noncompliance ("has not used birth control or contraception at any time following essure placement"). The patient was treated with ibuprofen and surgery (salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the headache and back pain had resolved. At the time of the report, the pelvic pain, noninfective oophoritis, polycystic ovaries, ovarian cyst, migraine, anxiety, infertility, allergy to metals, hypersensitivity, pruritus generalised and treatment noncompliance outcome was unknown and the genital haemorrhage, abdominal pain lower, depression and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, genital haemorrhage, headache, hypersensitivity, infertility, migraine, noninfective oophoritis, ovarian cyst, pelvic pain, polycystic ovaries, pruritus generalised and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Dye test in (B)(6) 2008 for essure confirmation. On (B)(6) 2014, ultrasound of the pelvis with transabdominal, endovaginal imaging, and duplex doppler ultrasound : area of calcification in the myometrium likely relating to a small fibroid. Otherwise unremarkable ultrasound of the pelvis. On (B)(6) 2014, thin prep pap : negative for intraepithelial lesion or malignancy. On, (B)(6) 2014, surgical pathology report : container is labeled bilateral essure implants. Received in formalin are multiple silver elongated flexible essure implants and springs. They range in size from 0.2 t o 6.5 cm in length. Most recent follow-up information incorporated above includes: on 16-nov-2017: pfs and mr received - case upgraded as incident and valid from invalid. New events, "severe and persistent cramping, ovarian cyst, migraines, inflammation in ovaries, anxiety, depression, abdominal pain, chronic pain, infertility, nickel allergy (cannot wear cheap earrings or my ears will break out), hypersensitivity, constant itching everywhere on her body after my placement, head pain/ headache / throbbing pain, back pain, unexplained bleeding, polycystic ovary syndrome and has not used birth control or contraception at any time following essure placement" were added. Product explant date was added. Historical and concomitant conditions were added. Treatment drug was added. Lab data was added. New reporters were added. Patient¿s information was added. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.